Event description:
Revision surgery - MDR - loosening.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00722; 233-02-106, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.